Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 9:30 a.m. The patient had a lab result of 2.5 inr while at 9:39 a.m. The meter result was 4.7 inr. The patient had an additional meter result of 4.6 inr on (B)(6) 2022. The test strip lot number used was 57790223. On (B)(6) 2022 the patient had a meter result of 5.9 inr while the lab test result was 2.8 inr. The time difference between the tests was not provided. The test strip lot number used was unknown. The patient's therapeutic range was 2.0 to 3.0 inr. The patient's interval of testing is 2 to 4 weeks, depending on the results.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation, however, there are no test strips remaining to return. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.